Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining one (1) erroneously high serum creatinine (cre) result and one (1) erroneously low calculated estimated glomerular filtration rate (egfr) result that were generated by the au681-02e chemistry analyzer. The erroneous result was reported out of the laboratory. The patient sample was retested and amended reports were released for cre and egfr results. The repeated result was not provided by the customer. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The operator loaded a fresh creatinine reagent cartridge without calibrating and running controls as required in the instructions for use. Laboratory practice contributed to error by fixing reagent on board instrument to disable on board limits to reagent use and the automatic requirement for calibration of new bottles of creatinine reagent. User error is the root cause of this event.